Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, at the end of the procedure on the second stitch of the wound closure, while the surgeon was using an interrupted suture technique, both the needle and thread broke. They used new device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, at the end of the procedure on the second stitch of the wound closure, while the surgeon was using an interrupted suture technique, both the needle and thread broke. Nothing fell into the patient's cavity and x-ray were not performed since the needle was not missing. They used new device to complete the case. There was no patient injury.